Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a blurry visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the endoscope displayed a blurry picture. The product was not changed out. There was no harm to pt. The surgery was completed successfully.